Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device was received and inspected. It was reported that the device had a wire damaged inside of the mechanism. Visual observations revealed no evident damages on the device. Normal wear due to use was observed. The device was received with a stuck needle and cut from the tip.the stuck needle was removed and a functional test was performed using a new needle. The device was fired and worked as intended. However, the needle was not released after firing. Therefore the reported failure was confirmed. The possible root cause for the failure can be associated to the normal wear and tear, nonetheless a conclusive cause cannot be determined. A manufacturing record evaluation was performed for the finished device lot/serial number (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot : a manufacturing record evaluation was performed for the finished device lot/serial number 48827, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate via complaint submission tool that during the kit inspection the expressew iii ac+ gun had a wire damaged inside of the mechanism. No patient consequence and no surgical delay was reported. No additional information was provided.